Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014: inratio 1.4, repeat inratio 4.1, 2nd repeat inratio 3.6. All tests completed within ten minutes, tests back-to-back. Pts therapeutic range 2-3. No reported adverse pt sequela. No additional info provided.

Manufacturer narrative:
Investigation pending.